Manufacturer narrative:
Nakanishi did not receive information about the patient weight. Nakanishi will try to contact the distributor again for the information. Due to the device not being returned from the distributor, nakanishi inc., (B)(6) (manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On may 1, 2018, nakanishi received an email from a distributor ((B)(4)) about an nsk handpiece overheating. According to the distributor, one of the forza f5 handpieces (serial no. (B)(4)) overheated and caused the following event, but the dentist could not identify which devices actually overheated. The details of the event are: the event occurred on (B)(6) 2018. The dentist was providing a patient with a crown preparation using the forza f5. During the procedure, the handpiece overheated and burned the patient. The dentist found a burn injury about the size of the handpiece head inside the patient's cheek. No burn treatment was required, but the dentist recommended that the patient rinse with salt water or use medicated salve, if needed. The patient was scheduled to return to the office on (B)(6) 2018 for follow-up. Nakanishi is submitting two separate mdrs for this event based on the information from the distributor. This MDR is regarding the handpiece with the serial number (B)(4).

Manufacturer narrative:
On june 2, 2018, nakanishi received an e-mail from the distributor stating that the distributor was not able to obtain information about the patient's weight, ethnicity and race.